Event description:
The customer reported the system had an issue with lemo connector and cannot connect c-arm with the monitor. The field engineer noted that this caused the system to be unable to boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation the lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.